Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients right ventricular lead exhibited noise episodes. The lead was explanted and replaced. The patient was stable prior, during and post the procedure.

Manufacturer narrative:
Final analysis found external abrasion breaching outer insulation 12.9 cm to 13.0 cm from the connector. The cause of the abrasion was consistent with constant friction to another implantable product